Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the pump usb port was loose, and the pump battery intermittently could not be charged without the customer holding the cable in the charging port. There was no adverse impact to the customer's blood glucose level due to this reported issue. The customer reverted to an alternate method of insulin therapy.